Manufacturer narrative:
Date of report: 23jun2021. There was no patient involvement.

Event description:
The customer reported that the ventilator system was inoperable and had error codes during pre-use set up. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips field service engineer (fse). The fse reported that he was unable to find any codes or check vent or vent inoperable codes in the significant event log. The reported problem was not confirmed. Although the reported problem was not confirmed, the fse restored the ventilators default settings and let the device run for an hour. It was determined that the ventilator was functioning and could return to service. No other anomalies were reported.